Manufacturer narrative:
Section a5: race: unknown/ asked but not available. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2023 and (B)(6) 2023. Section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 2271- sub-optimal results. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that dib00 intraocular lens was implanted in the patient's left eye. During post op examination, patient had itching and diopter was adjusted +1.50 after wearing contact lens postoperatively for 10 days and patient reported clearer vision. Dib00 lens was explanted during secondary surgery. Additional information revealed that alcon bss was used as cartridge lubrication. No additives used. There was no use error. The reason for explanting dib00 lens was stated as the patient was unhappy with vision. Tried a contact lens with different diopter and patient liked it better. It was stated that patient complained of less than perfect vision and experienced clearer vision from a contact lens so the lens was explanted and new lens implanted. There was no injury and no additional medical/ surgical intervention were required. The dib00 lens is not being returned. No other information is available.